Event description:
Boston scientific received information that on the evening of the implant procedure, the right atrial lead was not sensing or capturing. It was determined that the lead was dislodged. The following day, the physician reopened the patient's pocket to reposition the lead and found the lead had fallen toward the ventricle. The physician moved the lead to the lateral wall from the appendage and successfully remains in service. No adverse patient effects were reported. Boston scientific did not make the explant and event dates available.